Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of audible alarms but no visual alarms on the system controller on (B)(6) 2020 was not confirmed. The system controller (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. Additional provided information communicated on 20november 2020 stated that the patient reported hearing audible alarms with no alarms recorded on the system controller display on (B)(6) 2020. Audible alarms were also reported on (B)(6) 2020 and at reported timestamp 15:13, low voltage advisory alarms lasting 8 seconds appeared on the system controller display. This alarm occurred when 4 bars of battery remained. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory alarms. These sections state that ¿when an alarm occurs messages appear on the system controller¿s user interface screen to help resolve the problem¿. The last six alarms can also be viewed by accessing the alarm history on the user interface: the ¿alarm history screen shows the date and time of the alarm occurrence at the top of the screen¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had previously experienced an event where the system controller audibly alarmed, but there was no display of alarms on the lcd (liquid crystal display). The event date is unknown.